Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the rv lead exhibited low hv lead impedances. Subsequent measurements revealed normal impedances. The lead remained implanted. The patient's condition was reportedly good.